Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the screen was not move to bio ID screen when the user was trying to sign in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to register fingerprints on the bio ID during the case. The field service engineer (fse) confirmed that the customer was able to log in using the bio ID and tested the diagnostics tool, which showed no delays during testing. The fse disabled the power management settings for the universal serial bus and rebooted the device. The fse verified the bio ID functionality, and the customer successfully logged in using the bio ID. No further issues were reported with the device. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the screen was not move to bio ID screen when the user was trying to sign in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.